Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The customer replaced it with a new vessel sealer extend on the system, which functioned normally, allowing them to complete the case without further issues. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the reported event was unable to be replicated.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer stated they had issues with the vessel sealer extend not working properly on the system yesterday. The instrument was rotating and wouldn't stop rotating. Vessel sealer extend was from lot k16250313. Customer put a new vessel sealer extend on the system which worked normally and they were able to complete the case. Tse recommended the customer to return material authorization (RMA) the vessel sealer extend. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, and the site did not have any details regarding this report.